Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed by the pulse generator through a remote merlin.net transmission. No patient symptoms were reported. No intervention was reported.